Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse checked the iabp unit and observed it was operating correctly. The fse reloaded the software and cleaned the display cable connectors but the reported issue was not duplicated. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown after the screen was unmounted. There was no patient harm and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a shutdown after the screen was unmounted. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.